Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) in the device alarm log which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).